Manufacturer narrative:
No product was returned for investigation. Data logs were reviewed and confirm the complaint condition. The root cause of the tachycardia was unable to be determined due to insufficient clinical details. The cause of the asystole cannot be determined as insufficient clinical details were provided. The cause of the pump suction was determined to be patient condition related. The pump passed all post-sterile inspection checks.

Event description:
The complainant reported that during support the purge fluid was not exiting out of purge cassette. Line was checked for kinks, d5w bag spike manipulated, purge cassette was removed and reinserted twice. Some fluid was exiting tubing, but minimal. Not enough to see purge fluid exit the impella catheter. New purge cassette was opened from another kit remedied the issue. Purge exiting line impella catheter. While attempting to optimize impella position, the patient went into complete heart block/asystole. CPR was started. The patient was awake with chest compressions, moaning and moving arms. Temp pacing wire was inserted. Return of spontaneous circulation obtained impella flows 3.4l/min. Then the patient started going in and out of non-sustained ventricular tachycardia, with it becoming sustained ventricular tachycardia. Amino bolus was administered, synchronized cardioversion was performed multiple times, some more successful than others. A new companion sheath was opened due to contaminated table and inserted. On (B)(6) 2023 the patient had suction alarms during nightshift, restarting vaso gtt resolved. Levo discontinued. The physician spoke with family wanting to give him another day before making any decisions, the patient was showing improvement; however, the family withdrew care today and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.